Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation, an open infrared in the emitter assembly was found. When tested with known good lab equipment a "sensor malf" error message was displayed.

Event description:
It was reported that during a demonstration on a philips monitor with a05 mms a new neo/adult sensor was placed on right ring finger and obtained a good reading for about 30 seconds. Flat line in pleth and no reading. Sensor light was off. Disconnected and reconnected, light turned on once and immediately turned off, no reading. Disconnected and reconnected with same result, light turned on once and immediately turned off, no reading. Switched cable and received the same result. Placed a new sensor on finger and tried it with the original cable and the new sensor was functioning appropriately. Tried the new sensor on a new monitor and it was functioning appropriately. Directed by engineering to take original non-functioning sensor to same philips monitor with a05 and reconnect to cable without being placed on finger. Sensor light turned on and flickered (pulse search) once and back to solid light. After about 5-7 seconds flickered again once and back to solid light. Connected sensor to a root device and light turned on and immediately turned off without any error messages and/or audible alarm. No known impact or consequence to patient.